Event description:
A report was received that the patient indicated that they were not receiving adequate stimulation. The bsc representative reported that reprogramming was not successful as the lead displayed multiple high impedances. The physician decided that he will replace the lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-70, serial#: (B)(4), model description: scs-70cm iii lead.

Manufacturer narrative:
Additional information received indicated that the patient underwent a lead revision in which the leads were replaced. The patient is reportedly doing well. Device evaluation indicated that the lead (B)(4) failed visual, electrical, and photographic imaging tests performed. Visual and photographic inspection of the lead revealed that all cables were completely broken at the kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited. Device evaluation indicated that the lead (B)(4) failed visual and photographic imaging tests performed. Visual inspection revealed lead was cleanly cut approximately 18 inches from proximal end. The damage to the lead is consistent with damages during the explant procedure and is not considered a failure.

Event description:
A report was received that the patient indicated that they were not receiving adequate stimulation. The bsc representative reported that reprogramming was not successful as the lead displayed multiple high impedances. The physician decided that he will replace the lead.